Event description:
Customer reported he was priming the insulin pump and he was not getting insulin. Customer's blood glucose was 135 mg/dl. Customer was unable to troubleshoot due to not having another infusion set. The device alarmed no delivery during manual prime. Customer stated he disconnected and reconnected the lines several times and insulin did not exit. Customer stated he tested three sets and he received no delivery. Customer also reported his blood glucose was up to 360 mg/dl because he was unable to connect to the set. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.